Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer stated he is having issues with calibration errors which are leading to change sensor alerts, per outreach request. Customer stated this happened twice on one day. Customer declined troubleshooting. The blood glucose reading was unknown. Nothing further reported.